Event description:
It was reported a physician performed a novasure endometrial ablation (exact date unk) and there was a thermal injury noted. It was reported on b)(6) 2013, the burn was viewed via laparoscopy. The area of the burn was 2cm. There was no bowel or uterine perforations. The physician did perform a pre and post hysteroscopy (results unk). No other procedures were performed prior to the novasure ablation. The age of the pt is unk, but is "young and thin". The position of the uterus was anteverted. The pt will follow up in "3 months" and "no issues reported with the pt's current state of health". Based on review of an image taken during laparoscopy, the burn was on the serosal surface of the uterus along the posterior/lateral wall (just underneath the cornua)".

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc# b)(4).